Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair:

Event description:
Haemonetics was notified that a customer reported a display power cable got blown up , swapping the power cable resolved the issue. There was no donor involvement.